Manufacturer narrative:
Evaluation anticipated but not yet begun. Device repaired and returned (a replacement sensor was provided).

Event description:
During use for a cardiopulmonary bypass procedure, the gas delivery module displayed the messade "---" in the fio2 display. An attempt to calibrate the oxygen sensor was not successful. Control of the delivered oxygen fio2 and flow rate remained available by means of manual control knobs. There was no adverse consequence to the patient as a result of this event.